Manufacturer narrative:
Batch review performed on 22-mar-2020: lot 178760: (B)(4) items manufactured and released on 29-mar-2018. Expiration date: 14.03.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting discomfort due to laxity in the knee 5 months after primary. The cause of the laxity is unknown. The surgeon revised the medacta sphere insert flex right 12mm s3 with a medacta sphere insert flex right 17mm s3. The surgery was completed successfully.